Event description:
An issue was reported where the patient's device had a crack and scratches on the screen. There was no reported impact to the customer's blood glucose level. The customer declined a transfer to customer technical support, and no additional corrective actions were provided.